Event description:
Pt had screws, which had been implanted in 2006, removed from left shoulder secondary to pain and physician noted screws had "backed out". In accordance with hosp policy the components removed are not available for release.